Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). The patient had short impedance issue on bipolar pair 1<(>&<)>2 of 96 ohms. It was discovered on an impedance check to help with possible MRI eligibility. The brain MRI ordered was not related to dbs function that they are aware of. The nurse of healthcare provider (hcp) was informed of impedance issue and how the patient does not meet eligibility criteria for on label MRI. Actions were taken to resolve the impedance issue. The patient was not using bipolar pair 1+2 for programming. Seems they have programmed around the issue. The patient was scheduled for routine eri ins battery change tomorrow with hcp. Hcp had been alerted to impedance issue. The issue was resolved at time of report. No symptoms were reported. Impedance issue on ins was intermittent. First impedance ran today in pre-op had impedance of 900k at the 1<(>&<)> 2 bipolar pair, yesterday was 96x. Impedance run intra-op post ins change for routine eri showed same bipolar short again reported as low ohms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.